Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface with locking screw cat# 00596404017, lot# 62235031; femoral component with lps-flex prolong cat# 00596401652, lot# 62536286; taper stem plug cat# 00596009900, lot# 62418303. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06692, 0001822565-2017-06692-1.

Event description:
It was reported that patient was revised after initial knee procedure due to pain and loosening.

Manufacturer narrative:
(B)(4).